Event description:
The customer reported that during a routine check of the unit prior to initiating therapy, the unit displayed repeated "system failure" messages. The patient was placed on another unit and therapy was initiated.